Event description:
It was reported that the patient was hospitalized with congestive heart failure and the hcp wanted to stop the pump because they think the morphine is causing this condition. No other information was provided at the time of this report. A follow-up report will be sent if additional information becomes available to us.